Event description:
At the end of (B)(6) 2019 the recipient started to hear a noise with wearing the audio processor, then a bang and the sound cut out. A device assessment took place in (B)(6) 2019. At this time the sound issues were resolved and it was reported that the recipient suffered from a severe cold prior to the event. Also, the user fell asleep with the processor on a couple of nights. The device remains implanted and in use. No further follow up is planned.

Manufacturer narrative:
Conclusions: according to the information received from the field, in situ measurements showed an increased ground path impedance and the hearing performance with the device was affected. Reportedly the recipient suffered from a severe cold prior to this event and at follow-up visit the issue was solved and in situ measurements returned to normal values. Therefore, the observed symptoms were most likely caused by the transient presence of an air pocket over the reference electrode. In addition one channel has been disabled in the past due to poor sound quality and one channel showed high impedance value for unknown reasons. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that since circa (B)(6) 2019 there is a noise with wearing the audio processor, then a bang and then the sound goes cuts out. There is no report of an accident or trauma. Device assessment has been scheduled.